Event description:
Additional information received reported that from the healthcare professional's point of view the battery depletion was not considered premature. The cause of the depletion was not determined.

Event description:
It was reported that the patient was implanted for parkinson¿s disease. The patient¿s hands started shaking on (B)(6) 2014. The patient was hoping to be reprogrammed. Additional information reported that no diagnostic testing was performed. No malfunctions were seen and no intervention was planned. The patient was going to be reprogrammed. Additional information received reported that since (B)(6) 2014 the patient's hands were shaking and the symptom was not getting better. The patient went to the healthcare provider (hcp) for programming on (B)(6) 2014. When the patient saw the hcp, they said they could not inspect the condition of the implantable neurostimulator (ins) because of battery depletion and they suggested an ins replacement. The patient's family contacted the manufacturer to ask why the battery depleted so fast and if parameter adjustments caused fast battery depletion. The patient's family stated that when the patient was ready to get surgery the hcp said the ins could be used for 5-8 years.

Manufacturer narrative:
(B)(4).